Event description:
It was reported by the customer that thepyxis medstation es system drawer is not recognized on the bus. Attempts to resolve the issue by powering off, restarting, and unplugging the machine were unsuccessful. A customer reported that the pharmacy supplied medication for patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, e1, e3, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 21-nov-2022 to 20-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed and was not recoverable. A field service engineer verified the station and confirmed that issue had been resolved. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that thepyxis medstation es system drawer is not recognized on the bus. Attempts to resolve the issue by powering off, restarting, and unplugging the machine were unsuccessful. A customer reported that the pharmacy supplies medication for patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer has failed and is not recoverable. A field service engineer verified the station and confirmed that issue had been resolved. The system was functional as intended.